Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities).

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 2 months, due to unknown reasons. No additional details were provided.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported and to update h6-clinical code. Additional information received via medical records indicates that the patient underwent an explant procedure after an implant duration of 3 years and 2 months, due to late endocarditis. At the time of this report, the information available does not suggest the sapien 3 ultra malfunctioned, or that the use or miss-use of the device caused or contributed to the valve explant. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward sapien 3 ultra valve, therefore the explant event is no longer considered FDA reportable.